Event description:
A report was received that the patient had frequent ipg charging. It was noted that the physician confirmed that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received from database analysis that the battery discharge was observed and revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. No next course of action at the moment.

Event description:
A report was received that the patient had frequent ipg charging. It was noted that the physician confirmed that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had frequent ipg charging. It was noted that the physician confirmed that the ipg was non-functional. The patient will undergo an ipg replacement procedure.